Event description:
It was reported that shortly after implant of this right ventricular (rv) lead in the left bundle branch (lbb), high pacing thresholds were found to be exhibited on the lead. It was noted that on an electrocardiogram (ECG), the rv lead appeared to be pacing from the left ventricular (lv) septum instead of the left bundle branch (lbb) area which made the physician believe of a potential perforation. A lead revision was performed, and this lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.